Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent bso and anterior repair due to sui, cystocele, and pelvic pain. Following insertion the patient experienced bladder prolapse, pain, urinary/bowel problems, organ perforation, and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2012 due to erosion/extrusion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary/bowel problems, organ perforation, dyspareunia.